Manufacturer narrative:
Event date in unknown. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the is patient was experiencing pain at the lead site. It was noted that the patient¿s symptoms are consistent with dermatomal pain. The physician believes the issue could be a result of insufficient space within the epidural space to accommodate the lead. As result, the lead was explanted and replaced with a different type of surgical lead.